Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the display was noted to have vertical lines in it. A test display was attached to the pump and illuminated properly without lines.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. The reporter stated that there was a thin black line running through the lettering on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.